Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotics arm interactive orthopedic system (rio). During the reaming phase, there was no power to the mics attachment. The cutter was reset in the power, however it still did not resolve the issue. The surgeon successfully completed the case manually.

Manufacturer narrative:
Reported event: an event regarding a loss of power to the mics checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 397 found quality inspection procedures successfully passed. Complaint history: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the 3.0 rio® robotic arm - mics being unable to ream acetabulum. There were 9 other reported events (B)(4). Conclusion: a field service engineer went to visit the site (B)(4), and found that they could not duplicate reported issue. Successfully performed mics status check on both mics handpieces. Successfully performed cutter test on both mics handpieces. The second mics tested had a loud squealing noise but passed. Recommended to mps to replace it. Successfully performed presurgery checks. System is ready for clinical use.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotics arm interactive orthopedic system (rio). During the reaming phase, there was no power to the mics attachment. The cutter was reset in the power, however it still did not resolve the issue. The surgeon successfully completed the case manually.